Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a company rep that a vns pt experienced an infection following a battery replacement on (B)(6) 2011. The reason for battery replacement was due to prophylactic reason. The pt's treating physician indicated that the event was related to vns surgery. Further info was received from a company rep indicating that the generator site was the infected area and no info was available on cultures taken. Good faith attempts to obtain additional info have been unsuccessful to date.